Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information reviewed, the reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery with two prostyle devices using the pre-close technique via an 8f sheath hole prior to an interventional thrombectomy procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with both devices. The sheath was not upsized and the use of the pre-close technique was abandoned. After the thrombectomy procedure, a new prostyle device was used however a cuff miss [suture retrieval issue] occurred. Ultimately, a new prostyle device (4th device) was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.